Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 401 mg/dl after experiencing high readings for approximately 42 hours while using the ilet. The user was treated with IV fluids at massachusetts general hospital and discharged the same day. The healthcare provider suspected possible insulin degradation or a pump malfunction.